Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the impedances were high on contact 0 for three clinic visits in a row prior to patient withdrawal from the clinical study. Diagnostic methods included device interrogation on (B)(6) 2015, and (B)(6) 2018. The event was unresolved at the time of study exit. No patient symptoms were reported. No further complications were reported.